Event description:
A female pt reported that she experienced an 'ulcer on her iris' after including private label multipurpose solution to care for her acuvue oasys lenses. The reporter indicated that she used the first two bottles of the product without trouble other than noting it seems her eyes were slightly red and her contacts seemed harder to wear. She noted that she 'got used to this' and the redness lessened. When she used the third bottle the redness returned and she noted a white spot at about 6:00 between the pupil and the conjunctiva. She saw a doctor who told her she had an ulcer. The ulcer was the type seen 'when the contact lens solution doesn't clean lenses well enough'. She was prescribed three different medications including an antibiotics and steroid; she was unable to provide the names of the medications she used. The pt indicated that her eye is fine and her visual acuity was not affected. The pt agreed to return the bottle to amo as well as allow us to contact her health care provider, but to date, we have not received the complaint unit or associated paperwork.

Manufacturer narrative:
Implant/explant date: no info provided. A review of the mfg records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry evaluation results of retained unit from the reported lot were within specifications. Microbiology evaluation of retained unit from the reported lot showed the solution to be sterile.